Manufacturer narrative:
The pump was received with a button error alarm and no button response due to the flattened button dome switch. The backlight would not go on due to the flattened button dome switch. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, a minor scratched lcd window, and cracked battery tube threads.

Event description:
The customer reported via phone call that she had a keypad anomaly on the insulin pump. Customer stated that the backlight does not go on and the act, down, and up buttons were not properly working. Customer stated that the time was not correct on the pump. Customer stated that the pump was not dropped, bumped, or exposed to moisture. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.